Event description:
Additional information received reported that per the patient they started to experience the overdoses/renal failures (B)(6) 2015 and (B)(6) 2016. The renal failure resolved on (B)(6) 2016. The overdose the pump settings have to be set low (0.6) instead of (.1) when setting was on. Per the patient it had worked for 4 years but somehow renal failure now occurred twice.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient previously receiving morphine (4 mg/ml at 0.6 mg/day) via an implanted pump; at the time of the report the pump was delivering morphine (0.6 mg/day; the concentration was unknown by the reporter). The indication for pump use was non-malignant pain. On (B)(6) 2016 it was reported that on (B)(6) 2015 that the pump and ptm (personal therapy manager) were turned off because the patient was going into morphine overdose after a pump refill. The reason for the overdose was because the patient's kidneys were going into renal failure and not processing the morphine out of the patient's body which caused the overdose. They turned the pump off for a week or so and then they turned the pump back on, but didn't turn the ptm back on. It was thought that the pump was turned on the (B)(6) december. The patient had just gotten out of the hospital again on the afternoon of (B)(6) 2016 because the second time the patient overdosed was on (B)(6) 2016 due to renal failure again. The pump was working, but the patient couldn't use the ptm because it hadn't been turned back on. The onset date of the renal failure and resolution of the overdoses due to the renal failure were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.